Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had a fall in (B)(6) 2015 and had swelling and fluid accumulating around the pump. The healthcare professional (hcp) aspirated 200cc of fluid from around the pump; the fluid was cultured and would be tested for infection and the patient was put on an unknown antibiotic. The swelling was gradual. The pump was used to infuse fentanyl and bupivacaine. If additional information is received a follow up report will be sent.

Manufacturer narrative:
(B)(4)